Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when the additional information is received from the hcp.

Event description:
It was reported that the device never worked well for the patient. She experienced a loss a therapeutic effect and no stimulation sensation. She had a couple of falls as well; it wasn't clear if these affected the device. The patient was told the battery had depleted. She also has ms and wanted the device explanted, so she could undergo mris. Per the physician, the patient received no improvement or stimulation from the device. The device was explanted. No surgical complications were reported.